Manufacturer narrative:
Clarification to d9.: date is when device photo was received. Photo analysis: visual analysis of the photographs identified, device patch with lot number#: 1626751 and catalog number: 20-325cc. Seroma-late: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Patient reported, left side leak. It was later reported, to be a "rupture". The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side leak. It was later reported to be a "rupture. Ultrasound noted "small amount of fluid around the capsule". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., g.2., h.6.

Event description:
Healthcare professional ruled out the event rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak, rupture".

Event description:
Patient reported left side leak. It was later reported to be a "rupture." The device remains implanted.